Event description:
The contact reported that the surgeon attempted to implant an cc4204bf plate collamer lens. The foam tip plunger cut off the back haptic prior to insertion into the eye. No patient injury. The injector was the cause of the lens tear. The cartridge model that was used was an sfc-25 fp. The report did not provide the cartridge or the foam tip plunger lotnumbers.